Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the 80 pound torque knob tested good under pressure, the triad wrench was missing, the ratchet extension arm had no visible cracks, the lock had a little rotational movement, the rocker arm passes go nogo gage, and the large starburst teeth showed some wear but was still functional. The returned unit passed all functional testing requirements, therefore, the root cause was not due to the design or manufacture of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported by the sales rep that there was movement in the swivel lock of the triad skull clamp. This movement caused the navigation to be irrelevant and off. The navigation system used was brainlab. No pt laceration reported. The product problem was discovered after the surgical drape was removed at the end of procedure.